Manufacturer narrative:
(B)(4). The device has not yet been returned to (B)(4) for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, heartstring iii failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Device showed signs of clinical usage and no evidence of blood were observed. The delivery device was returned outside the loading device. Tension spring assembly remained in the delivery device with the seal extended outside the tube. The seal was in unfolded and unwrapped state. The seal was taken out from the tube and inspected, the seal was intact and showed no signs of cracks or delaminated. The lock was engaged, and the plunger was not depressed. The following measurements were taken: inner delivery diameter was measured as .198 in. The outer diameter was measured at .225 in. The length of the delivery tube was measured at 2.51 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to deploy was not confirmed. Specific actions for the confirmed failure mode are being maintained and documented under maquet¿s corrective and preventative (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, heartstring iii failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.